Manufacturer narrative:
Additional device implanted and involved in the event: hgb161407a/18542089. H6: code 213 ¿ the review of the manufacturing paperwork verified that these lots met all pre-release specifications. H6: code 22- according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional device implanted and involved in the event: hgb161407a/18542089. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
The field sales associate reported the following information: on (B)(6) 2019, the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2019, the patient reportedly presented emergently with a collapsed trunk-ipsilateral leg component. It was reported the cause of the device collapsing is unknown. There was reportedly perfusion through the main body as well as both the right and left limbs. However, thrombus was reportedly identified in all of the implanted devices. It was reported the cause of thrombus build up is unknown. A thrombectomy was reportedly performed to remove the thrombus and maintain flow. Additionally, two balloon expandable stents were implant in the main body of the trunk to provide structural support. The patient tolerated the procedure.